Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was reviewed. An accuracy test was performed. Upon review, the reported problem was unable to be duplicated. It was suspected the root cause was due to the consumable. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was not completing the infusion during the prescribed time.